Manufacturer narrative:
Investigation summary: a 2000e china sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 22015485. The feedback provided by the customer indicates that it was not possible to prime the set as occlusion was detected when trying to access the smartsite component. The customer also confirmed the connecting product was a 5ml bd syringe. As part of the feedback the customer provided a photograph of the affected sample, analysis of the photograph did not identify any manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter translated from chinese: the nurse of the tumor radiotherapy and chemotherapy department reported that the fluid was not leaking during the priming.